Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle broke and bent easily. It was poor in quality and dull quickly. The needle that fell into the cavity of the patient was retrieved. They also reported that when using suture in the tissue it twisted, broke, tore easily and knots do not slide down easily as expected. They need to go to the next size up because of ease of breakage. There was no patient injury.